Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 20 mg/ml morphine at an unknown dose via an implantable pump. It was reported that the patient felt numbness, received an MRI, and the physician found a granuloma. It was noted the patient was compliant and no troubleshooting was performed. The pump and catheter were explanted and the issue was resolved. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated. The patient's medical history included liver issues and chronic pain.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.